Event description:
Health care professional (hcp) reports 5 fiber leaks noted by blood in the dialysate compartment during the onset of the patient treatments. New disposables were used to continue the treatments without incident. The reuse numbers are unknown. Hcp reports no patient injury or need for medical intervention.